Manufacturer narrative:
The device sample was received by the MFR, but the investigation is incomplete at the time of this report. The device history records were reviewed and showed that there were no issues related to this issue neither on the product nor its components during the MFR of the material

Event description:
The event is reported as: the customer alleges that the device does not emit a mist when in use.